Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article reviewed left atrial thrombus formation after discontinuation of anticoagulation in patient with severe mitral stenosis in b mv cardiovascular disorders (2023) 23:616 https://doi.org/10.1186/s12872-023-03644-7. Per article, a 55-year-old male patient with a 27mm unknown model edwards bioprosthetic mitral valve implanted one (1) year, three (3) months, was found to have severe stenosis (mean gradient 11 mmhg) on tte. Patient experienced progressive exertional dyspnea and chest tightness with limited ambulation of 10 ft. An extensive cardiac evaluation was performed and interim tte showed an immobile mass on the anterior mitral valve leaflet. Patient was treated with anticoagulation with warfarin. Tte 11 months later revealed progressive worsening of severe bioprosthetic valve stenosis with immobilization of two fused leaflets and mean mv gradient that increased to 21 mmhg, however, this time the thrombus has resolved; therefore, warfarin was discontinued. A month later, the patient was diagnosed with mitral valve degeneration and was admitted for transcatheter intervention. During tmvr intra-operative tee revealed a large 18 mm x 0.9 mm, fixed left atrial thrombus adhered to the left atrial septum; therefore, the procedure was aborted. This time, the patient was bridged to warfarin infusion with a plan to perform tmvr after the atrial thrombus is completely resolved.

Manufacturer narrative:
Added information to h6. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including a history of end-stage renal disease (esrd) on hemodialysis, coronary artery disease (cad) and coronary artery bypass grafting (CABG).